Event description:
A report was received that the patient was having difficulty charging. A database analysis indicated that the device exhibits premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine.

Event description:
A report was received that the patient was having difficulty charging. A database analysis indicated that the device exhibits premature battery depletion. The physician replaced the ipg and the patient was reportedly doing fine.

Manufacturer narrative:
Device analysis confirmed the complaint of premature battery depletion. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.